Event description:
On june 7, 2008, the lay user/pt contacted lifescan (lfs) alleging her onetouch ultramini meter no longer powered on. The complaint was classified based on the conversation the pt had with the customer care advocate (cca), since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began on three days before, at approx 8 am. When the pt attempted to test that morning, the subject meter allegedly did not power on. The pt denied taking any actions regarding her diabetes mgmt as a result of the reported issue. However, sometime after the alleged issue began, she reportedly started feeling "weak and as if she was going to fall." On the day prior to original date at approx 5pm, she claimed she went to the ER (ER) because of these symptoms. In the ER, the pt reported her blood glucose was checked and a reading of "517 mg/dl" was obtained on the ER/hosp meter. The pt claimed she was treated with 65 units of insulin (type unk). The ER advised the pt to contact lfs regarding the prod issue. At the time of troubleshooting, the cca confirmed that the battery had been replaced and that there was no misuse to the subject meter. The issue remained unresolved at the end of troubleshooting. Replacement prods were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly had to be treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.